Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the suture knots became loose. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.